Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Moreover, a review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, a reasonable examination was not possible. According to additional information received from the sales rep the device was discarded by the customer. The reported event (¿drill bit was broken. The surgeon removed the tip of broken drill ¿) could therefore not be confirmed. The event description states that the drill had contact to the nail while drilling the proximal screw hole and that the surgeon nevertheless did the drilling forcibly. Based on the information given the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Nevertheless as the product was not returned for investigation, the exact root cause could not be determined. A more precise evaluation is not possible. No non-conformity was identified. Device was discarded.

Event description:
During t2 scn surgery, the surgeon drilled the proximal screw hole on the nail. The drill bit broke. The surgeon removed the tip of broken drill from the patients' bone. During drilling the surgeon used force and the tip of the drill contacted the nail which caused it to break.

Event description:
During t2 scn surgery, the surgeon drilled the proximal screw hole on the nail. The drill bit broke. The surgeon removed the tip of broken drill from the patients' bone. During drilling the surgeon used force and the tip of the drill contacted the nail which caused it to break.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.